Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; an alarm occurred continuously and the screen froze with no touch response. The customer reported by turning the device on and off, the ventilator went back to normal function. The customer reported the issue could not be reproduced and as a pre-cautionary measure determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.